Manufacturer narrative:
(B)(4). The lot was manufactured from may 16, 2014 ¿ may 21, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection identified a solid, white particle, approximately 0.25 mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy (ft-ir) scanning identified the particle to be of cellulose propionate material. The cause or origin of the particle was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor had particulate matter inside of its bladder. There was no patient involvement as this was identified before patient use. No additional information is available. This is report 1 of 2.